Event description:
The physician was going to use the 070 delivery catheter in a procedure and found the catheter kinked before introduction into the pt.

Manufacturer narrative:
Technical eval: a large flat spot was seen between 2.7 and 3.9 cm from the distal tip as well as a single axis bend 4.5 cm from the tip. In addition, there is a severe single axis bend 44.0 cm from the tip. Conclusion: the incident is confirmed as reported. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part# 1626-01.b, (lot# l14427). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. This lot was associated with (B)(4). The DHR review of final assembly (lot# l14427) indicated that 100% inspection of the devices resulted in (B)(4) rejects. All parts that failed visual inspection have been rejected and all parts met specifications. In addition, all descriptive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.